Manufacturer narrative:
(B)(4). Unit received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to verify failed battery test, perform displacement test, self test, and current measurements due to display anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time..

Event description:
Information received by medtronic indicated that the insulin pump had battery test failed alarm after inserting new battery. The alarm was cleared. No harm requiring medical intervention was reported. The device will be returned for analysis.